Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient saw the splash screen when trying to make changes. It was noted when they try to turn it off, it synced, and if they try to sync, it won¿t do so or showed the splash screen; sometimes it would turn it on, but when trying to increase or decrease stimulation, it would turn off the ins. It was reported that the batteries run down really bad if the patient left the batteries in, and the programmer won¿t turn off unless the patient took the batteries out. It was noted the patient was using carbon zinc batteries and thought they had alkaline batteries, but they did not have any. Troubleshooting was not possible at the time of the report due to a lack of batteries. It was noted this was not an out-of-box failure. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient changed the batteries four times to try to resolve the issues reported above. The patient stated "sometimes it works but cannot find the second lead". The patient additionally stated "who knows one minute its working and the next minute, its too low or high". The patient noted that they have an appointment with a healthcare provider (hcp) and manufacturing representative (rep) on (B)(4) 2017.